Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that emergency medical services were called to assist with a low blood glucose level event. The customer's blood glucose level was 20 mg/dl at the time of incident, but was 319 mg/dl at the time of call. The customer did not report any symptoms. It was unknown if the customer was wearing the device at the time of admission. The cause and treatment was unknown. The caller was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.